Event description:
Lodi implants failed to osseointegrate.

Manufacturer narrative:
Clinician stated that lodi implants failed to osseointegrate. The patient had moderate density bone and the implants were immediately loaded. The clinician did not provide the following info: amount of torque used on abutment and implant; and whether primary stability was achieved. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause is unk. The lot history records of the implant were reviewed and no discrepancies or issues of non-conformance were noted. No further action is required.